Event description:
When patient removed syringe large driver arm fell out. Patient replaced arm and attempted to use pump through the night but woke with high bgs. No alarms had occurred. No significant drop or bumps.